Event description:
It was reported occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level as it did not exceed the critical threshold. The customer resolved the occlusion issue by changing the infusion set and cartridge and then resumed insulin therapy. No additional assistance was necessary.